Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted that the occlude feet were broken on the main body. A clear passage test was performed with no issues noted. Leak testing and clamp function testing were performed and both revealed a leak. The clamp function test revealed the sample leaked through the female connector with the clamp closed. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid flowed through a minicap transfer set while the twist clamp was closed. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.